Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the lead exhibited noise oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes it was noted that the lead exhibited recurrence noise oversensing. No intervention was performed. The patient was in stable condition.